Event description:
I have been having severe pain in left knee for about 12 months. Finally doctor scoped knee and found a broken prosthetics femoral component of a left knee manufactured by biomet in 2007. Since the metal component was broken had to do a complete knee revision.